Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date . It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unknown vessel artery was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device was defective. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.